Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed initial power up. The device's alternating current (a/c) cable required replacement to address the issue. Additional findings not related to the malfunction/issue; the device handle was noted to be damaged. No repairs were completed because the device was scrapped.